Event description:
It was observed that during the device evaluation, the videoscope exhibited corrosion on the video plug unit, and foreign objects on the probe cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the identified conditions could not be identified. Based on the results of the investigation, it is likely the corrosion malfunction was component failure, indicating expected or random component failure without any design or manufacturing issue. Based on the results of the investigation, the cause of the foreign matter could not be further established. The investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information: h4.

Event description:
Manufacture date of device was provided.